Event description:
Boston scientific received info that the pt with this implantable lead presented to the emergency room after experiencing palpitations. The device was interrogated and this lead displayed high thresholds and poor sensing. A chest x-ray showed that the device was approximately four inches lower than it's surgical implant position. The lead was determined to have dislodged. A revision procedure was performed where the lead was explanted and replaced. There were no adverse pt effects. The lead has been returned for analysis.